Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a low battery alert from the insulin pump. The customer's blood glucose reading was 120 mg/dl. The customer stated that he has gone through eight batteries and have only used the pump for a few days. The customer stated that the batteries did not last for more than one week. The customer was advised that energizer aaa batteries are the most effective for the pump's use. The customer was advised that if the alarm is not cleared, the failed battery test will recur with each new battery inserted. The customer declined to troubleshoot for motor error .the customer will be sent a replacement battery cap.

Manufacturer narrative:
The insulin pump had operating currents within specificationi and no unexpected low battery alarm was noted. The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked reservoir tube lip and a broken battery cap.